Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl. Troubleshooting found that the tape was not sticking and a new sensor was inserted before the high blood glucose. Troubleshooting advised customer on tape adhesion and how to properly calibrate. Customer was advised to monitor the issue and call back if necessary. No further details given.